Manufacturer narrative:
The product was in transit to investigator. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported that during an intraocular lens (iol) implant procedure, lens shooter did not fit in incision. Procedure was completed with other company lens. There was patient contact. Product is available for return. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. The device was returned in clear plastic bag. The lock-out assembly has been removed. The device returned inactivated. Ophthalmic viscoelastic devices (ovd) is filled up till the nozzle tip. The nozzle tip is crushed. The device is activated for evaluation purpose and shows to be functioning as intended. The product investigation could not identify the root cause for the reported complaint "lens shooter didn't fit in incision". The device was returned inactivated. Ovd was filled in the device. Nozzle tip showed damage. The directions for use (dfu) instructs to inspect the device nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock-out assembly have not been moved. If the device does not pass the inspection criteria, use another model iol and device delivery system. In addition to this, all devices are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. The product history records confirm that the product met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4)

Event description:
Additional information was requested and received that there was no patient harm and no infectious diseases.